Event description:
It was reported that the device would not power on. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and could not verify the reported failure. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The root cause of the reported condition could not be determined.